Event description:
It was reported to boston scientific corporation that a orbera intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient presented to the emergency department with nausea, vomiting, abdominal pain, and dehydration. The patient was admitted to the hospital and discharged (B)(6) 2024. On (B)(6) 2024, the patient presented to the emergency department with nausea and vomiting. The patient was admitted to the hospital where two (2) CT scans and a egd were performed. On (B)(6) 2024, the balloon was removed, and the patient discharged. The patient's condition was reported to be fully recovered. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code f08: captures the reportable event of hospitalization. Imdrf code f2202: captures the reportable event of additional endoscopic procedure. Imdrf code f2303: captures the reportable event of medication required.